Event description:
It was reported that during a post-operation bleed. The surgeon attempted to use coag on a wand, when he stepped on the coag pedal, the wand ablated and made the hole bigger, causing more bleeding. Another wand was opened and it worked fine. Revision surgery was not performed. There was not delay in the case.

Event description:
It was reported that during a post-operation bleed. The surgeon attempted to use coag on a wand, when he stepped on the coag pedal, the wand ablated and made the hole bigger, causing more bleeding. Another wand was opened and it worked fine. Revision surgery or medical intervention were not required. There was not delay in the case. Additional treatment as a result of the injury was not required. Duration/length of activation time for the wand was approximately 10 minutes. 1/3 setting used on the controller. Current patient condition: stable

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There is no relationship between the device and the incident as the wand performed as intended. Visual inspection under magnification shows minimal electrode wear with dried tissue present on the electrodes. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. At no time during testing of the coagulation, the ablation was activated. The complaint could not be verified and a root cause could not be determined with confidence as the device functionally performed as intended. There are several factors that could have contributed to the reported event such as the rate and depth of tissue ablation which is affected by the selected set point, amount of pressure on the tissue, the integrity of the electrode, and the speed with which the wand is passed over the target tissue. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event and is more than likely related to the failure is the foot control which was not returned for evaluation. The instruction for use : contains directions regarding activation of the device such as, ¿under direct or endoscopic visual guidance, place the tip of the wand against tissue to be coblated/ablated or coagulated. Note: visually reconfirm which foot pedal is being pressed (i.e. Yellow for ablation or blue for coagulation).¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. No clinically relevant patient information was provided, therefore, a thorough medical investigation could not be performed. However, per complaint details, no patient harm/injury occurred, the post-tonsillectomy bleed did not require medical intervention and the patient's condition is stable. There was no manufacturing defect revealed in the device evaluation. No further medical assessment is warranted at this time.

Manufacturer narrative:
Information corrected.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that during a post-operation bleed. The surgeon attempted to use coag on a wand, when he stepped on the coag pedal, the wand ablated and made the hole bigger, causing more bleeding. Another wand was opened and it worked fine. Revision surgery or medical intervention were not required. There was not delay in the case. Additional treatment as a result of the injury was not required. Duration/length of activation time for the wand was approximately 10 minutes. 1/3 setting used on the controller.